Manufacturer narrative:
The device was returned to olympus for evaluation. Additional reportable malfunctions were found during the investigation which noted a burn mark on the plastic distal end cover. Based on historical data, a root cause analysis could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that there was a burn mark on the plastic distal cover. There was no patient involvement.